Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remote via merlin.net transmission, intermittent ventricular undersensing and low ventricular sensing amplitude were observed. Programming changes were suggested. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was stable.